Event description:
Reported indicated that a pt's vns pulse generator was replaced due to battery end-of-svc. The explanted generator was returned to MFR for product analysis. Analysis confirmed the end-of service condition of the generator. Final electrical testing found the q9 capacitor to be out of specification. Once the capacitor was replaced with a known good capacitor, electrical testing yielded results within normal limits. It was additionally identified that this capacitor had minimal impact on device performance and battery longevity. A battery longevity calculation based on known programming setting showed that the generator did meet longevity estimates.